Event description:
Extension tip pulled out of device when trying to extend. No patient injury or impact.

Event description:
Extension tip pulled out of device when trying to extend. No patient injury or impact.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection testing performed: visual inspection device: peak plasmablade 3.0s product p/n: (B)(4), lot# 55836, qty: 1, expiration date: 2015/05. The device was shipped in a (B)(4) paper shipper. Device was single bagged in a biohazard bag including original tray and (B)(4) lid. The lid was separate from the tray. An email was included in the (B)(4) package from the medtronic salesforce. There was no packing material to fill the negative space. The lot number on the (B)(4) lid was confirmed to match the lot number listed in (B)(4). The device was clearly used. There was blood on the device handle, cable and suction tubing. There was charring on the electrode. Tape was added in 4 locations to keep the suction tubing and cable together. The telescoping shaft seemed to require less force to move. Through applying force to the shaft, the shaft became dislodged from the handle investigation conclusion: visual inspection of the returned plasmablade 3.0s showed that the inner sliding shaft was separated from the contact slider. The complaint was confirmed. From the investigation, it appears that the failure of the spot weld to the contact slider was the cause of the separation of the shaft from the handle. This could occur from a weak weld joint that could not withstand the force used to telescope the shaft. Previous complaints were reviewed and (B)(4) similar complaints were found for 2010 through 2013 in addition to the current event. Each failure has been traced to a different lot. (B)(4). This failure mode will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.